Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
Blood glucose results of "247, 140, and 225 mg/dl" with a lifescan meter, performed within 10 minutes of each other.